Event description:
Per the clinic, the patient developed an infection at the implanted site and was treated with intravenous antibiotics; however, the infection did not resolve. The device was subsequently explanted on (B)(6) 2026 under general anaesthesia and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous MDR submitted on april 03, 2026; was filed erroneously. The patient was hospitalized (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.